Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude/poor morphology. Further investigation showed the rv lead was dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.